Event description:
It was reported that the patient presented after receiving a notifier for non-sustained lead noise. Upon review of episodes, true lead noise was observed. The noise could not be reproduced in clinic and no anomalies were detected via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.